Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The blood glucose results were 122 versus the lab's 225 ml/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.